Event description:
Per the clinic, it was reported that all electrodes are open circuit. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 19, 2022.